Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - unable to ship returned product to the manufacturer, due to biohazard. Scrap returned product. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples most likely underlying root cause: mlc-009: use error caused or contributed to event note: manufacturer contacted customer in a follow-up call on 24-oct-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that 3 of the pen needles did not align properly. The package was not open or damaged when received by the customer. Customer stated she purchased 4 boxes but only one box had the 3 that did not work. The customer has been using the product for 3 weeks. The customer is using compatible product. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.